Event description:
A hospital in (B)(6) reported via our distributor that they found leakage between the base plate and dome of an mr210 adult humidification chamber. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: the returned complaint chamber was visually inspected. Results: the visual inspection revealed the chamber dome to be cracked around the base. There was also a single crack across the lip of the dome, where the base is attached. A lot check revealed no other similar complaints for this lot number. Conclusion: based on the location of the crack on the bottom lip of the chamber dome, it is likely that the stresses introduced during the manufacturing process when the aluminium base was formed to the plastic dome caused the chamber to crack. This is an isolated case and is likely related to the tolerances in this particular chamber base and dome. Every mr210 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. In addition, the pressure test is followed by a visual inspection of each chamber. Any chamber which fails either of these tests is rejected.